Manufacturer narrative:
Patient had a pre-existing condition of tinnitus before implanting the nalu system. Reprogramming of the system had no effect on the patient's symptoms. Patient also expressed that there was a concern with how the system would perform while scuba diving, which contributed to the decision for explant. There is no evidence of any system malfunction or defect and the patient reported 80% pain reduction while the system was implanted. The system was discarded by the medical facility and thus unavailable for further inspection by the firm.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the patient reported that a pre-existing tinnitus condition had become worse since implant of the nalu system and patient was concerned that the implant was potentially contributing to the worsening condition. The patient reported receiving 80% pain relief from the nalu system and there is no indication that the system was malfunctioning or potentially causing the exacerbation of tinnitus, however the patient requested the system be removed. A full system explant took place on (B)(6) 2023.